Event description:
It was reported that the external pulse generator had inadequate contact between the battery and the battery holder. The generator was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: it was noted during testing that with the batteries provided the complaint was confirmed and was able to be reproduced repeatedly, however, when tested with different batteries the reported phenomenon was not observed, and it was further observed that the packaging on the provided batteries stated "+ powerseal technology" however the batteries purchased by medtronic do not state this. Both sets of batteries were returned to the us service and repair center for further testing and analysis. It was further noted that the display wires were pinched, the encoder nuts were not torqued to specification, three case screws were contaminated and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. (B)(4).